Manufacturer narrative:
Additional information was received that the ipg was affected by the electrocautery. The readings on the ipg identified there was an affect to the ipg.

Event description:
A report was received that during a patient's revision, it was believed that electrocautery might have touched the ipg. The patient underwent an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a patient's revision, it was believed that electrocautery might have touched the ipg. The patient underwent an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. ((B)(4))